Event description:
Patient underwent uneventful ilasik in both eyes on (B)(6) 2014. Patient presented at 1 week post op (B)(6) 2014 with a pocket of epithelial ingrowth central in the right eye. Patient brought back to the laser suite and lifted flap and removed epithelial ingrowth in the right eye. Patient seen for 1 day post lift. Visual acuity sans correction (vasc) was 20/20 in the right eye and 20/20 in the left eye. No ingrowth.

Manufacturer narrative:
(B)(4). The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.